Event description:
When the physician went to deploy the clip it did not deploy. There were two clips tried and the other one did not deploy either. Same MFR boston scientific and same size 235 cm 2.8 mm and the lot number is ml001744c5.